Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed a pump reboot. During visual inspection of the pump, the battery compartment was observed to be cracked on the side near the threads and above and below the bumper pad. There were multiple reboots duplicated with the return battery cap. A new test battery cap was able to be attached to the pump and was used to complete a 24 hour duration test. There was no power interruption duplicated at that time. The pumps cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the pump powered on to a dim and discolored display. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired 'power reboot events'. In addition, it was reported that the battery compartment was cracked. Furthermore, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were able to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.